Event description:
It was reported that the bd luer-lok¿ syringe bulk sterile pharmacy convenience tray experienced foreign matter contamination. The following information was provided by the initial reporter: particles identified inside the plunger of unfilled syringes.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 20-dec-2022 . H6: investigation summary our quality engineer inspected the 3 samples submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection and testing of the samples. Analysis of the samples showed that there was a brown fibrous body resembling a film was found on the interior of the syringe. A sample underwent ftir testing to determine the composition of the foreign object and the results showed that the foreign matter was most likely from a cotton swab tip. However, the percent match from the testing was not high enough to be considered a conclusive determination. Bd was unable to determine the exact manufacturing related root cause since the ftir analysis was not considered conclusive per our standards. Production records were reviewed, and this batch was in compliance with our product specification requirements.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe bulk sterile pharmacy convenience tray experienced foreign matter contamination. The following information was provided by the initial reporter: particles identified inside the plunger of unfilled syringes.